Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving "add gel" messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the cable connecting the rear therapy electrodes to the distribution node was pulled from the strain relief, damaging wires and causing the reported "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.